Manufacturer narrative:
The investigation was performed on the basis of the initially reported information as neither a log file nor additional requested information was provided. The failure could not be duplicated on-site. The device has been in use since then without further problems reported. With the initial report we were informed that two error codes v045 and v053 were found. The last code is entered to the log when the patient circuit leak test failed. This is not in context to the reported event. The error code v045 ¿membrane pressure high¿ is logged when the membrane vacuum exceeds the maximum value of ¿ 250mbar for automatic ventilation. The vacuum pressure is required to keep the ventilator membrane in place during piston movement. If the device detects a significant deviation between measured value and target value the ventilator stops working as a precautionary measure. Due to the lack of additional information the exact root cause of the increased vacuum pressure could not be determined. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail". Switching to manual ventilation is possible. Monitoring is still functional.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device went into vent fail at the beginning and at the end of the case. No patient injury was reported.